Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box was reviewed and showed loss of prime warnings that were associated with cartridge change. During testing, a rewind, load and prime sequence was performed successfully with no issues. A cartridge with approximately 100u was filled and recognized correctly by the piston rod. The force sensor calibration was found to be within specifications. No evidence of contamination was observed in the cartridge compartment. The pump cover was removed and the force senor pins were found to be seated and intact. There was no evidence of contamination or cracks observed inside of the pump. The complaint of a load step malfunction was not able to be duplicated and no defect was found during the investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated the pump primed the tubing during the load step and noted smaller prime volumes than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.